Event description:
It was reported that the patient presented for a generator change procedure. The right ventricular lead exhibited low pacing impedance, intermittent capture and noise. The physician decided to turn pacing off on right ventricular lead. The patient was stable before, during and after the procedure.